Event description:
It was reported that 2 days after an elevate anterior was implanted, the patient presented with a fever and was admitted to the hospital. A retroperitoneal hematoma was then discovered and the patient was observed. Both the hematoma and the fever resolved without treatment. No further patient complications were reported.